Event description:
It was reported to philips that the device charged to the wrong energy level. Further testing by the customer indicated that device failed the energy select switch test. There was no reported patient involvement.